Event description:
I was burned heavily by a product from (B)(4) and had to go to hospital for recovery. I have checked that the product is a psoriasis lamp which will cause severe burning to people if they do not use this lamp under the direction of a licensed physician. That is a prescription (rx) medical device and should not be available online without prescription. I am showing you the link of this device on (B)(4), (B)(4). FDA should require (B)(4) to remove this device from its website to avoid more burning and hurt from psoriasis patient like me.